Event description:
During the implantation of a 23mm sapien 3 ultra valve in the aortic position, the patient was presented with a complicated iliofemoral anatomy requiring a ballooning/shockwave of the right iliac prior to sheath insertion. The patient required a stent placement to right iliac after valve deployment due to dissection. A perclose failure was reported at the right common femoral artery {cfa) requiring cutdown for vessel repair. 1 unit of red blood cells {rbc) was given during case. Dissection was due to shockwave, there was no damage to the sheath. There was no ew device malfunction. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)